Event description:
From the surgeon's discharge summary: the patient had an ICD implanted 16 years ago. She has experienced three lead fractures in the interval with the fractures involving the pace-sense component of her electrodes. The original pace-sense component of the high voltage dual coil lead was abandoned in favor of a separate rv pace sense lead one year later. This fractured and was replaced 2 years ago, and this lead has subsequently fractured as well. The patient was seen for surgical management and relocation of her device because of impending erosion possibilities. This resulted from her weight loss and loss of soft tissue and muscle mass as a result of advanced aging...the patient was taken to the operating room where the old pace sense leads were removed. Because the patient had had a previous repair of the defibrillator lead as well as abandonment of the pace sense component, it was now advisable to insert a new dual coil high voltage electrode. This was accomplished without difficulty after extraction of the old pace sense leads. The old high voltage lead placed 16 years ago was amputated, capped, and abandoned within the pocket. There is a small portion of the capped lead that we plan to return to the firm.